Event description:
Patient was revised to address pain. The femoral component was loose and poly wear was indicated on the insert.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, polyethylene wear after approximately thirteen years implantation in combination with an active patient should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.